Manufacturer narrative:
Based on the claim against the product by the customer noting did not function correctly, an investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument failed the engagement tests on 3 out of 3 attempts. The instrument was unable to be tested for intuitive motion due to the engagement failure. Therefore, the reported issue was unable to be verified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problem including misuse of the product and recognition issues. Additional observation(s) not reported by site: the instrument was found to have multiple cracked input disks. Hairline cracks were found on grip input shaft #6 and #7. As a result, the instrument failed engagement. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the cadiere forceps instrument did not function correctly. The instrument had non-intuitive movement and grip issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was related to an inability to move the instrument and moved lesser than intended. The timing of the instrument movement was not appropriate. There was no instrument-to-instrument interference, nor shakiness. The issue was persistent. The customer used a backup instrument to resolve the reported issue. The instrument was inspected prior to use.